Event description:
It was reported that a piece of the device chipped off and fall inside the patient. The piece was retrieved. No patient injury was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows partial detachment of the electrodes with jagged edges present on the remaining screen as well as dried tissue and discoloration. The detached piece has been returned for evaluation. There are scuff marks present on the spacer. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was created on the remaining electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula.